Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During placement of a chest drain procedure, approximately one hour post insertion of the 20fr thal-quick, it was noted that the part of the thal-quick which connects to the catheter had come apart. The doctor proceeded to clamp the thal-quick. The doctor was able to devise a connection to the underwater seal drainage, so the thal-quick catheter could remain insitu. The patient did not require any additional procedures due to this occurrence. No adverse effect to the patient reported due to this event.

Manufacturer narrative:
(B)(4). Investigation/evaluation during the course of the investigation a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, trends, and a drawing of the product was conducted. The product was not returned; however, a photo was provided. Based on the reporter's statement that the hub separated from the catheter and that the physician manipulated the device to accommodate connection to other drainage equipment, it was believed that the physician meant that the proximal end of the catheter had to be manipulated. Per qc specification, there is a 100% inspection, confirming proximal end of catheter and correct fitting and security of fitting. This device is shipped with an IFU; which gives device description, warnings and instructions for placement and use of the device. Based on the information provided, it is possible that excessive force placed on the proximal end could have contributed to this failure, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During placement of a chest drain procedure, approximately one hour post insertion of the 20fr thal-quick, it was noted that the part of the thal-quick which connects to the catheter had come apart. The doctor proceeded to clamp the thal-quick. The doctor was able to devise a connection to the underwater seal drainage, so the thal-quick catheter could remain insitu. The patient did not require any additional procedures nor experience adverse effect due to this event.